Manufacturer narrative:
Conmed corporation received two (2) "unopened" packages containing the poole instrument with 10 foot tubing for evaluation. Visual examination of the returned products found the packaging with small creases in the sealing areas on the straight seal of the packages (seal opposite chevron seal). It appears that there may be small channels through each of the seals. The devices were transferred to packaging engineering test lab for dye leak testing and one (1) of the devices failed the dye leak test on (B)(6) 2016, resulting in a breach of sterility. In this instance, preliminary investigation revealed that the most probable cause of the creases found in the seals is due to inadequate placement of the devices onto the bar sealer that is most likely related to operator error, or, the pouch packaging was damaged prior to sealing and was missed on inspection. This is an isolated incident for this product and product family. The manufacturing supervisors have been made aware of this reported problem to identify any necessary actions to prevent future recurrences. This lot was manufactured on 26-jan-2015. A review of the device history record for this lot found no ncrs and noted no discrepancies during the manufacturing process. Of the (B)(4) units from this lot shipped to the distributor, there were two (2) units found with "insufficient heat seals" by the distributor inspector, who performed 100% incoming inspection of all devices. Of these two (2) devices, only one (1) was confirmed for a breach in the sterile barrier. In addition, of the overall lot containing (B)(4) units, there are no other similar complaints received. A two year review of product history for this device family showed this complaint as an isolated incident reported for "insufficient heat seal". During this same two year time frame, over (B)(4) units were sold worldwide, making the occurrence rate for this reported failure mode (B)(4). The packaging anomalies were obvious to the distributor and therefore prompted the return of the devices for evaluation and replacement. To date, there have been no serious injuries or death related to this reported problem. Nonetheless, to prevent future recurrences, an investigation has been opened to address this issue. As with all medical devices, examination of packaging occurs multiple times prior to use (shipping/receiving, distribution, storage and prior to use). In addition, good clinical practice would include examination and verification of the product and its original packaging to ensure both are intact. If the product and its packaging have been opened/damaged or altered, do not use the product and contact the manufacturer immediately.

Event description:
The distributor in (B)(6) reported that during receiving and inspection of incoming products, "insufficient heat seals" were found in the sealing area of the sterile packages containing the poole instrument with 10 foot tubing. Testing result confirmed that of the two (2) devices returned, one (1) of the returned packages exhibiting creases in the final manufacturing seal failed the dye leak test on (B)(6) 2016. There was no patient involvement with these reported devices, as the packaging anomalies were discovered during inspection at the distributor facility prior to distribution to an end-user.